Event description:
The customer reported to olympus, the bronchovideoscope displayed error code b30 when inserting the endoscope connector into the output socket of the video system center. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following; no image was visible on the liquid crystal display screen monitor, error code e226 was displayed, corrosion was detected on the plug unit print circuit board, the cover was damaged, the bending section cover was separated, the biopsy channel was kinked, and the air leak inspection did not show any water leakages. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the available information and the investigation findings, fluid invasion in the scope connector likely caused corrosion of electronic components, such as the printed circuit board. Although, no leak was identified in the device. Possible causes of fluid invasion include that a leak tester tube/eto cap was attached/detached in water, and that the tube/cap was attached/detached with water on outer surface of the venting connector, inside the tube, on connection area of the tube, or inside the cap. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU): important information ¿ please read before use. Precaution: caution. Turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. Inspection of the endoscopic system. Inspection of the endoscopic image. Confirm that the wli, nbi, and rdi endoscopic images are normal. Troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.